Event description:
Information was received based on review of a journal article entitled, "minimally invasive oxford phase 3 unicompartmental knee replacement." This prospective study describes the outcome of the first 1000 phase 3 oxford medial unicompartmental knee replacements implanted using a minimally invasive surgical approach for the recommended indications by two surgeons and followed up independently. A patient was identified in the article that underwent partial knee arthroplasty on an unknown side on an unknown date. Patient follow-up results provided at 3.46 year post-implantation indicates patient underwent a revision surgery on an unknown date due to bearing dislocation. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4). This information was originally reported on 1825034-2015-02246 which referenced a journal article written on a study that this patient took part in.